Event description:
It was reported that there was a downstream occlusion. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown.one device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The downstream occlusion alarms when priming empty cassette. The complaint is confirmed. The root cause is the dso seal and air detector. These will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.